Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) unit ¿down- running on batteries and batteries are low¿. A getinge field service engineer (fse) stated the unit was not inserted all the way inserted into the cart, causing it not to charge the batteries or work while on ac. After making sure the unit was inserted all the way inside the cart, the batteries started charging, and unit was working as it should. Equipment passed all functional testing. Unit returned for clinical service is unknown. No patient involvement was there.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit was running on batteries and batteries are low. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.